Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, and no device evaluation or further corrective action was performed, so no additional information was received regarding the outcome of event.